Event description:
It was reported that the pt underwent a reconstructive surgery for a rapidly growing right mandibular mass using rhbmp-2/acs. The initial postoperative 3d CT scan at 6 weeks showed bone filling the defect from edge to edge, with only a small area of lucency near the mesial margin. The hardware was removed at 8 weeks. Mucosal dehiscence was found corresponding to the zone of lucency.

Manufacturer narrative:
(B) (4). Literature article citation: chao et al. In sity osteogenesis of hemimandible with rhbmp-2 in a (B) (6): osteoinduction via stem cell concentration. J of craniofacial surgery 2006; 17: 405-412. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.